Event description:
Litigation papers allege swelling, hip pain, and problems sitting and standing. Additionally, the sympoms became so severe that any motion of her body that caused movement of her hip or leg resulted in excruciating and unrelenting pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.